Event description:
It was reported the patient's programmer buttons are sticking and they are hard to push. A new programmer was sent to the patient and was programmed by an sjm representative. The patient's issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.